Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however this item or similar items are used in products that are sold in the united states by b. Braun medical, inc." We received: no samples, pictures of an espocan set m.pencan 0.42 x 127.5 mm. The pictures show a used catheter. The catheter is cut off. Such damages may occur when the catheter will be withdrawn against the cannula bevel and thereby shear off. Please see instructions for use: "never pull the catheter through the needle as it may otherwise shear off." Therefore we assume that the defect occurred during the application process (wrong handling). The complaint is assessed to be not confirmed. We exclude a manufacturing fault since the catheters are taken to a 100% examination and therefore no mechanical damages or manufacturing faults are allowed. We have informed our manufacturer accordingly and requested a batch review. If additional information becomes available, a follow up report will be submitted.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in malaysia: catheter broken & remained in patient

Manufacturer narrative:
Exemption number e2016018. (B)(4). This report has been identified as b. Braun (B)(4) internal report # (B)(4). After checking the respective documentation of the production (shift record, results of worker self-inspection and in-process control, machine documentation, cleaning record etc.) No deviations could be identified in the mentioned time period.